Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.7 cm in diameter aneurysm was reported with an infra-renal angle of 10 degrees. Proximal aorta was 25 mm in diameter and 20 mm in length. Right iliac artery was 12 mm in diameter and the left iliac artery was 15 mm in diameter. The right femoral artery was 8 mm in diameter and the left femoral artery was 10 mm in diameter. There was presence of circumferential thrombus or calcification. A thrombo-endarteriectomy of femoral tripods was also performed. A one month follow up ultrasound revealed a type ii endoleak which was left uncorrected. One month later the patient presented with renal function complications. Aggravation of pre-existing renal insufficiency with creatinine elevation to 340 ml / min apparently related to the toxicity of iodine injection. Medication (diuretics) was given however, the event is continuing. The investigator assessed this event to be related to the study procedure but not the study device. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient expired due to the worsening of the previously reported renal insufficiency. The physician assessed the renal insufficiency leading the patient death was not related to the device or aneurysm, but related to the procedure.

Manufacturer narrative:
(B)(4). Results: renal issues. Type ii endoleak and pre-existing condition; renal insufficiency. Conclusions: type ii endoleak and pre-existing condition; renal insufficiency.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was an unknown endoleak. The investigator assessed the event as not device nor p rocedure related. There was an increase in the aaa diameter from the index procedure. No treatment to be performed. Simple palliative follow-up to occur. The event is unresolved and continuing.